Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6) perform humeral system (phs) study. Post-operative adverse event: bilateral pulmonary embolism (pe) adverse event description: sob (shortness of breath) for 3 weeks, d-dimer 21536. Study device: not related. Surgical procedure: causal relationship. Is this a serious adverse event (sae)? : yes. Medication: dalteparin, ctpa, apixaban.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned. Since x-ray was provided, the opinion of the medical expert was sought and stated as follows: pulmonary embolism is not related to the study device and most likely related to the surgical procedure. The stem is uncemented and thereby no specific additional risk factor for embolisms seems to be introduced. No factor that could have contributed to the reported event could be determined form the available information. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Subject: (B)(6) perform humeral system (phs) study. Post-operative adverse event: bilateral pulmonary embolism (pe). Adverse event description: sob (shortness of breath) for 3 weeks, d-dimer 21536. Study device: not related. Surgical procedure: causal relationship. Is this a serious adverse event (sae)? Yes. Medication: dalteparin, ctpa, apixaban.